Manufacturer narrative:
Additional information was received on 27-apr-2023. The brim cap / hub detached from the sheath. Clarification was received on 27-apr-2023 on statement reported in the 3500a initial of, ¿¿it was reported that the hemostatic valve on the vizigo sheath dislodged. The catheter was replaced and that resolved the issue." The device changed was the vizigo sheath and not the catheter as they responded that they changed the entire vizigo sheath with a brand new one. Therefore, the d10. Concomitant medical products and therapy dates field was updated as inactivated ¿unknown brand catheter¿ and added ¿unknown brand sheath¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium dislodged. The catheter was replaced and that resolved the issue. The procedure continued. There was no patient consequence reported. Additional information was received. The valve was dislodged and pushed inside the sheath. The hemostatic valve dislodged inside the hub. The hemostatic valve did not dislodge outside the hub. It was not known if the brim cap/hub became detached from the sheath. No blood return was observed. Air did not enter the patient¿s body. The sheath was outside of the patient¿s body and was not placed in the patient yet. No needle. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Additional clarification was requested since the device reported with the issue is a sheath and it was reported that the catheter was replaced and that resolved the issue. However, no further information has been made available. If additional information is received to clarify, a supplemental 3500a report will be submitted to the FDA. The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).